Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The user was logged in with the service account. The logfile shows two performed treatments. The reported treatment could be identified in the logfile. The treatment was finished within the service account (i.e., without side cut). The service mode does not allow to operate within the recommended energy settings. No relevant deviation between planed and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. No sample was returned to the manufacturer for evaluation. The root cause is use error. The customer did not use the appropriate login to conduct the treatments. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported machine didn't do the flap side cut, energy was also too low in the left eye of a patient, during lasik surgery. There are multiple related reports for this reported event. This report addresses patient unknown patient, left eye, and additional manufacturer reports will be filed for the other patients.

Event description:
A customer reported machine didn't do the flap side cut, energy was also too low in the left eye of a patient, during lasik surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).